Event description:
It was reported by the manufacturer representative (rep) that the lead clip would not sit in the burr hole ring. It was unknown whether any external factors may have led or contributed to the issue. The surgeon tried to place the clip in the ring multiple times, and it would not click in. The clip was replaced with a new one. The issue was resolved at the time of this report. The patient was alive and had no injury at the time of the report. No complications were reported or anticipated.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b32000 (lot: 082m03624); product type: 0001-accessory; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b32000 lot# 082m03624 product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the burr hole (l/n 082m03624) found the burr hole clip was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.